Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: investigation revealed no evidence of a load step malfunction in the black box history. Unrelated to the complaint, visible moisture was noted in the display lens. The case was found to be cracked in the right upper corner between the display and the case seal.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: the load step stopped abruptly and he could not get the pump to the prime step. Patient reports he received a replace battery warning after receiving other alarms; unable to recall what the alarms or warnings were. He had received low battery warning several days before but did not change the battery. Patient changed the battery and do a site/set change. Patient did the rewind went to load and the load step , it stopped abruptly. Cartridge filled to 200 units. Could not get pump to prime step. Patient waited a while and tried again just to go to prime. Patient unable to recall if any drops came out of the tubing, but received an occlusion. Customer support (cs) unable to review the alarm history as patient unable to get past the verification screen. Patient is on lantus and humalog since last night, following his prescribed protocol. Patient denies trauma to pump. Denies any past issues with keypad or ez prime steps . His bg was 373 mg/dl at 0200, treated with humalog injection, and then patient reports a blood glucose (bg) of 39 mg/dl at 0730 today, with unspecified symptoms . He treated with juice and bg at time of call was 121 mg/dl. This complaint is being reported because the issue was not resolved and because the patient experienced hypoglycemia related to the issue.